Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your reported issue of retraction failures and holes in the IV catheters could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed packaging from lot number 4310982. A functional test revealed that all needles fully retracted when the safety mechanism was activated. The retraction time was within specification. A leak test revealed no leaks in the IV catheter. No damage or defects were identified on the returned samples. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: safety retraction failure. Adtl. Cmts: catheters have holes. Customer response on (B)(6) 2025. Unfortunately, I¿m unable to provide any further details from the customers.